Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported the patient is in his (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient in his mid-thirties underwent an orif humerus on (B)(6) 2012 with synthetic bone grafting as a primary procedure. It was reported the initial procedure was straightforward and the post-op x-rays taken (date unknown) were satisfactory. Approximately 11 months post-operatively, the plate broke. Reportedly there was no history of a fall leading to the plate breakage and the patient denied this vehemently. The patient has not been non-compliant with post-op rehab. Patient was scheduled for a revision surgery; date unknown. This report is for an unknown plate.